Event description:
It was reported the pump display had a pixel issue, which affected their ability to interact with the device. This issue led to a blood glucose (bg) level of 600 mg/dl. The customer address their bg with a manual injection. The customer reverted to an alternative method of insulin therapy.